Event description:
It was reported that during a low anterior resection with j pouch procedure, the device was placed across the rectum and closed. The device cut, but did not staple upon firing. A purse string device was fired across what was left of the stump. This added an add'l 45 minutes to the case. The pt is stable.

Manufacturer narrative:
Date sent: 04/06/2009. Eval summary: the analysis results showed that the device was rec'd in good visual conditions and with a reload loaded in the device. The reload was rec'd void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The reload was reviewed to have the vision system inspection mark. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system that is capable of detecting if a staple is missing. In addition, at finished goods, the devices are visually inspected based on a sample. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.